Manufacturer narrative:
The unit was returned to the company and examined. The case of the unit was cracked at the bottom. No leaks wer found and all function tests were within specifications. There is nothing to suggest that the unit itself attributed to the alleged event. It is described in the stroller instructions for use that the device should not be used in an area where combustible materials such as oils, greases, aerosol sprays, lotions or solvents are present. The nasal oil used by the patient "coldastop" does not detail o2 compatibility in the product information.

Event description:
The company was notified on (B)(6) 2016 of an adverse event that occurred in (B)(6). The event was reported as "[the] patient got burns in his face as the nose cannula caught fire, after he creamed his nose. He had to be delivered to the hospital. Apparently he didn't smoke or used naked flame. The nose cannula wasn't purchased with chart." An investigation of the unit is currently underway and a followup report will be submitted upon completion of testing.

Manufacturer narrative:
.

Event description:
The company was notified on august 1, 2016 of an adverse event that occurred in (B)(6). The event was reported as "[the] patient got burns in his face as the nose cannula caught fire, after he creamed his nose. He had to be delivered to the hospital. Apparently he didn't smoke or used naked flame. The nose cannula wasn't purchased with chart." An investigation of the unit is currently underway and a followup report will be submitted upon completion of testing.